Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. The insulin pump was unable to prime during prime test due to faulty force sensor ristor (gold). Analysis was unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump had a scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 386 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.